Event description:
It was reported that a homechoice device experienced a system error 2267 (air in tubing). The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis (pd) therapy. During troubleshooting, a loose connection was noted on a supply bag. The patient would complete therapy by starting over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.